Manufacturer narrative:
Per tandem user guide: ensure there are no air bubbles when drawing insulin from the vial into the syringe. Air in the system takes space where insulin should be and can affect insulin delivery. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported not performing the air removal step when filling cartridge with insulin. Customer was educated on the proper air removal process per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 328 mg/dl.